Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two opened devices without the packaging, three sealed devices as well as a photo were received from the account for evaluation. Visual inspection noted that a clip was improperly loaded. Functionally, the first instrument was test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The second instrument was received fully fired; no further functional testing could be performed. The interlock was properly engaged and prevented the jaws from approximating. The third instrument was cycled, and the clip misloaded twice. The fourth instrument was cycled, and the clip misloaded once. The fifth instrument was cycled, and the clip misloaded three times. Each remaining clip from the sealed instruments loaded properly in the jaw. When the three cartridges were empty, the interlocks engaged and prevented the jaws from approximating. The reported issues were confirmed. The most likely cause was determined to be manufacturing related. A carrier was misaligned during the welding operation. Internal process improvements have been initiated to mitigate this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, prostatectomy, the clips came down crooked. It was also noted that clips fell into the patient's cavity but were retrieved after using an x-ray. They used a new clip applier to resolve the issue.